Event description:
Caller reported the connector of the infusion set was separated from the tube. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).